Event description:
Customer stated that the chair will drive a few feet and then shut off. Customer also stated when programmer plugged, it reads right motor fault. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model m51, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the m51 power chair will allegedly drive a few feet then shut off. Alleges a right motor fault. Replacement motor on (B)(4). Damaged product is being returned to invacare for an inspection and evaluation on (B)(4). No injury alleged.